Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was implanted approximately 11 months ago. It was reported that the battery monitoring voltage was 2.98 volts nine months ago, 2.84 volts three months ago, and today is at 2.69 volts. It was further noted that this patient has not received any shock therapy and does not require pacing.